Event description:
The user facility reported the safety cover did not properly cover the tip of the inner needle after use of the surflo i.v catheter device. Follow-up communication with the user facility confirmed the following information: (1) the safety cover stopped on the way and did not shield the tip of the inner needle; (2) no needle stick incurred; and (3) no harm to the patient or the medical staff.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection confirmed the safety cover did not shield the tip of the inner needle. Magnifying inspection of the safety cover confirmed no anomalies or deformation that would adversely affect the activation. The safety cover was pulled back on the returned sample to the inner needle hub. Then assembled the catheter of our retention sample to the inner needle. The inner needle was repeatedly removed 10 times. This confirmed the safety cover activated and the inner needle was shielded normally. A review of the manufacturing and inspection records of the detector for safety cover deformation for the past six months revealed no abnormality. A review of the device history records confirmed that there were no production related problems for the past six months. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely (1) the inner needle was removed at an extreme angle or rotating (2) reinsertion of the inner needle into the catheter after the safety cover was activated. The device labeling does address the potential for such an event in the instructions-for-use by statements such as, (1) "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." (2) "do not attempt to re-insert a partially or a completely withdrawn needle." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).